Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the have developed severe tmj pain and facial pain with the byte treatment which they have never experienced before. The patient was seen by an orthodontist who provided a letter. In the letter it states the patient reports that their tmj symptoms worsened when they stared wearing byte aligners. A itero scan, #2 is in heavy occlusion and is likely causing the patient bite to feel imbalanced. It is recommended to stop wearing the clear aligners to allow their bite to naturally relapse to a more balanced state. The patient would benefit from orthodontic treatment in the future but recommend having their tmj issues more stabilized before they begin any further tooth movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.